Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that the insulin pump alarmed no delivery several times. The customer's blood glucose level was 309 mg/dl and treated with a manual injection. The customer's blood glucose level dropped to 48 mg/dl and they treated by drinking juice. The customer's blood glucose level at the time of call was 130 mg/dl. The customer gave a 1.25 unit bolus and the device did not alarm. Nothing was replaced or returned.